Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer reporting that the patient is scheduled to have the ins taken out (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was looking for a provider to remove the device. They went on the website to find one but the website showed an error. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient who was implanted with a neurostimulator (ins) for other chronic/intract pain (trunk/limbs). Information was reported that a patient's implant was working perfectly for the first 30 days, and their healthcare professional adjusted the stimulator and it never worked the same since then. The patient doesn't know if its depleted. No further complications were reported. No patient symptoms were reported.